Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The returned meter was investigated using masterlot strips and running quality control on it. The obtained qc values were in the allowed range of the strip lot. All of the measurements were without error messages. The returned meter met specification. The complaint was not substantiated. The customer did not return the strips.

Event description:
The customer stated he obtained a result on his coaguchek xs meter (serial number (B)(4)) of 2.2 inr. He went to the hospital for chest pains and within 3-3 1/2 hours after his meter result a laboratory sample was reported to have the result of 1.4 inr. The customer does not know what reagent the laboratory was using. He stated that he did not believe the meter result. He was admitted for the chest pains and the low inr and was given 10 mg of coumadin based on the reported laboratory result. They kept him overnight and he was released from the hospital the next day. His therapeutic range is 2-3 inr. The customer was not on any heparin or direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any recent changes in his diet or medication. The customer reported that he currently feels fine. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.